Event description:
Customer reports a false positive urine result in (B)(6) 2011. E62 errors were also reported later the same day. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to pt health.

Manufacturer narrative:
MFR visited customer and identified potential cause of error messages from periodic intense sunlight from window adjacent to instrument causing optics error. Customer added tinting to window and errors stopped. Customer provided MFR f/u info with the observation that some test cassettes were observed store in packaging with primary foil pouch open. This is not recommended and may impact results.